Manufacturer narrative:
Device code relates to problem code for the reported event of cutting wire incorrect orientation. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the elevator of the duodenoscope was positioned about 45 degrees, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found that the working length was twisted/kinked and the cutting wire was bent at the distal section. No other issue was noted. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted and kinked working length and bent cutting wire at the distal section. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during a stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the elevator of the duodenoscope was positioned about 45 degrees, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.